Manufacturer narrative:
Manufacturer's investigation conclusion: this per (per-2019-0207737) was determined to be a duplicate of per-2019-0107782, cs-125195. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction h10: manufacturer's investigation conclusion: this event MFR# 2916596-2019-04748 was determined to be a duplicate of the event MFR# 2916596-2019-02459. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Pump was exchanged for possible driveline fracture. Alarms occurred when patient was on a grounded cable. No further or additional information was provided.